Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the available information revealed heartmate 3 lvas (left ventricular assist system), serial number (B)(6), was operating as intended. The reported event of "flows of 1.1 with rpms (revolutions per minute) anywhere from the correct rpm of 5800 to 1700s to 8rpm" was later determined to be caused by erroneous readings from the system monitor, which has since been removed from service. No further erroneous readings have been documented at this time. The controller event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. The pump appeared to operate as intended at the fixed speed, and no notable alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that nurse staff in the intensive care unit reported low flows from the patient that did not alarm. Data on a system monitor was reviewed that did show flows of 1.1 lpm with rpm of 5800 to 1700s to 8rpms. There was no documented low flow alarms. It was then reported that the events noted on interrogation via the system monitor around 3:00 am showed the patient was not having frequent enough events to have overpopulated the events list. The patient was then attached to the heartmate touch monitor for re-interrogation which revealed none of the events. The patient was re-interrogated for a third time with a system monitor which was absent of previously reported events and at their respective time stamps were normal rpms, flow, power, etc. Waveforms were sent to verify that there is not a hardware problem with the patient. Log files were submitted for review. Log files captured a single low flow event on (B)(6) 2023 down to 2.4 lpm that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended. Related manufacturer's report number for the system monitor: 2916596-2023-08374.